Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2020, product type: catheter. Product ID: 8709sc, serial/lot #: (B)(4), ubd: 30-jan-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 10mg/ml at 4 mg/day via an implantable pump. On (B)(6) 2020 it was reported that the patient complained of increased pain. The physician tried to aspirate the catheter but was unable to aspirate through the side port. The catheter was kinked. The catheter was explanted and replaced. There were no environmental, external or patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.